Manufacturer narrative:
The device trained customer reported the suspect device was re-worked. However, the customer has not made the device available for a manufacture analysis. At this time, vyaire medical has not received the suspect device for evaluation.

Event description:
The customer reported that while in use with a patient, this device cycled off. The customer stated no patient harm or injury reported. The hospital biomed reported replacing the air inlet printed circuit board (pcb) in (B)(6) 2017 and soon after multiple air supply transducer errors in the error log of the device began to be recorded. The biomed also reported calibrating the air and oxygen transducers, which did not resolve the reported error log entries.